Manufacturer narrative:
Date rec'd by MFR: 14aug2019. Date of report: 04sep2019. Correction: there was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit declared a battery failure error. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12aug2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit declared a battery failure error. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.